Manufacturer narrative:
Correction: b.5 device changed from pcu to lvp in description.

Event description:
It was reported there were 2 lvp keypads replaced. There was no patient involvement reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported pcu keypad issues.